Event description:
It was reported that during a da vinci-assisted surgical procedure, after one hour into the operation, the ethicon generator had a message of "reduce the pressure of the knife head." The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the cracked blade to be related to the customer reported complaint. The instrument was found to have a cracked blade. The instrument was connected to an in-house harmonic ace generator, and an error message was observed. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage on the clamp arm. A missing piece measuring approximately 0.055" x 0.012" was not returned with the instrument. The root cause of this failure is also attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. The harmonic ace instrument information cannot be verified through the system log review at this time as it was not registered on the system. The harmonic ace instrument is a single-use device. Images of the harmonic ace instrument related to this event were received and reviewed. From the images provided, there was no obvious damage found on the harmonic ace instrument. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument teflon pad. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.